Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens+ (lal+, sn: (B)(6), +22.5d) was explanted from the right eye due to the patient's dissatisfaction with their distance vision even though it was measured at 20/20. The lal+ was replaced with a new light adjustable lens (sn: (B)(6), +22.5d).